Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was frozen and the user was unable to click on the screen. It was further reported that when attempting to interrogate an implantable device, the programmer continued to search for the device without success. Troubleshooting steps were advised including contacting the company representative to assess the radiofrequency head and programmer calibration to attempt to resolve the issue. No patient complications have been reported as a result of this event.